Event description:
It was reported the pt's pump was revised and may be moved from one side to the other side. The pt will have a gram-stain to test for infection. The drug in the pump was not reported. No symptoms or outcome were reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.